Manufacturer narrative:
The returned device was evaluated. During the internal inspection of the device, the device could retain the new alarm parameter. Thus, customer's complaint could not be duplicated. However, a secondary finding indicated that the speaker was defective. The speaker was replaced and the device is now working as designed.

Event description:
It was reported that new alarm parameter was not saved and had sensor message displayed on the screen. No known pt impact was reported.